Event description:
Air embolus during yag laser bronchoscopy. This was not a device malfunction. This report described an air embolus which occurred during a yag laser bronchoscopy and which resulted in a pt death. Air embolism is a known complication of this procedure. The etiology of air embolism was not understood until some recent research which was conducted by a group from yale. The results of this research are so new that they are not yet published. A paper is expected to be published on this topic soon. The research suggests that a change in technique in the use of the yag laser in this procedure will reduce the likelihood of experiencing this complication.